Event description:
The customer reported that the advia 2120i auto sampler sample needle pulled out of the needle base and was found in a sample tube. There were no reports of injury or harm to the operator. There were no known delay's in patient results or sample testing and no discordant results associated with this event. There are no known reports of patient intervention or adverse health consequences due to the sample needle found in the sample tube.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause for the sample needle to become separated from the needle base was unknown. The fse replaced the sample needle and performed auto sampler sample needle alignments. The instrument is performing within specifications. Further evaluation of the device is not required.